Event description:
No additional information was received regarding the outcome of the event. There was no reported impact to the customer's blood glucose level. No further details or actions were provided as the customer was expected to call back for further troubleshooting. Upon follow up cts provided pump reset information. Cts walked caller through pump reset. After reset pump reset cgm error code did not reappear. Caller successfully started their sensor session.